Event description:
No blood glucose levels reported. The customer reported three instance of leaking in the reservoir of the insulin pump. The customer reported leaking twice in the snap cap of the reservoir and once in the transfer guard of the reservoir of the insulin pump. The customer also reported that there was some moisture in the reservoir compartment of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.